Event description:
The patient was unable to recharge their device efficiently and the device went into discharge mode. The device could not be interrogated and was explanted. The patient recovered without sequelae. See also manufacturer report # 3004209178200802452 for infection event and manufacturer report # 3004209178200902863 related to no stimulation sensation and device overdischarge state.

Manufacturer narrative:
(B) (4)